Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited intermittent high shock impedance measurements over the last year that eventually resulted in high out of range shock impedance measurements greater than 125 ohms. No noise or change in lead measurements was able to be produced with provocative maneuvers in clinic. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.